Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and esophagitis. The blood glucose reading was 499mg/dl. The customer was experiencing high glucose for the past week. The customer stated that she still is in the hospital and have been treated with an insulin drip. Troubleshooting was performed. Reviewed the alarm and found excessive no delivery alarms. The customer stated that she change the infusion set to resolve the issue. The programming, time, and date were correct. The customer stated that she was reconnected to the insulin pump while staying at the hospital, but her glucose went up again and she was put back on an insulin drip. No further info was performed.